Event description:
The plaintiff's attorney alleged the decedent expired on (B)(6), 2011 after use of the product.

Manufacturer narrative:
This is one event (death) for the same patient involving three separate products: associated mdrs 1225714-2014-03946, 1225714-2014-03947, and 2937457-2014-00952.